Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1026; awareness date: 29-aug-2015). It describes a case of a female consumer of unspecified age in united states who had mirena (levonorgestrel) and essure (fallopian tube occlusion insert) inserted. Consumer had essure implanted after getting pregnant with the mirena device with her fourth child. Since implanting of essure, she experienced hair loss, weight gain, heart bum, constant back pain, insomnia, night sweats, headaches and complete hysterectomy just to name a few of issues, she said. She stated she lives in constant pain daily. Product technical complaint (ptc) investigation result on 13-sep-2015: bayer ptc global reference number is (B)(4). Final assessment: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who became pregnant with mirena (levonorgestrel ius). Later, she had essure (fallopian tube occlusion insert) inserted and experienced constant back pain. She was submitted to a hysterectomy. These events are listed in mirena's and essure's reference safety information. Unintended pregnancies may occur during any contraceptive use. Risk of unintended pregnancy during ius (mirena) use may be increased in case of abnormal uterine anatomy or incorrect localization of the ius. In this particular case, limited information was provided. Nevertheless, considering event's nature, a causal relationship with mirena cannot be excluded. Regarding consumer's back pain with essure; after essure insertion abdominal, pelvic and back pain may occur. In this case, the consumer related her pain to essure therapy. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.